Manufacturer narrative:
Additional information received that the device was not working.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp)pump due to unspecified reasons. The reservoir was also refilled. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) pump due to unspecified reasons. The reservoir was also refilled. A patient outcome was not reported.